Event description:
The uninterruptible power supply (ups) system failed to operate when the dual drive console was disconnected from ac power, causing a cessation of vad pumping. The vad driver alarmed appropriately and the pt was switched to a backup driver without incident. The failure was caused by the loosening of a connector between the ups electronics and the battery pack. The failure investigation determined that this is an isolated incident not requiring any corrective action.